Event description:
It was reported the camera head was not working and a had an error number - e238. The issue occurred during a laparoscopic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6) hospital.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The customer's allegation was not confirmed. The device evaluation found no reportable findings. No visual / functional anomalies were newly reported during the inspection of the products. Based on the results of the investigation, a definitive root cause cannot be identified. The phenomenon was not reproduced when the repair department inspected the product, and the investigation results did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head was not working and a had an error number - e238. The issue occurred during a laparoscopic procedure. The procedure was completed using a similar device. There were no reports of patient harm.